Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that immediately following implantation into the eye a tear was observed at the optic-haptic junction. The lens was explanted and exchanged during the original surgery session without further incident. The healthcare facility has stated that surgery was prolonged due to the event; however, has confirmed that there was no harm or injury to the patient. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The device was not returned. The rayone preloaded iol injection system use risk analysis identifies the following as possible causes of "trapped/ torn lens haptic/ optic during insertion"; inadequate amount of viscoelastic; inadequate quality of viscoelastic; haptic trapped by plunger override due to fast motion; user opens closed flaps and closes again before use; plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic; user removed injector from tray prior to inserting viscoelastic, causing lens to be improperly placed in cartridge; user removed injector from tray prior to closing cartridge, resulting in cartridge not being clipped properly; optic edge trapped/ damaged on closure of cartridge, sharp edge instruments and dehydration of the lens prior to implantation. Our review of production records for the rayone galaxy rao605g batch 015259935 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. The additional information received identifies that the healthcare professional had observed that the lens was being injected in the incorrect orientation and that the surgeon had tried to rotate the injector per the IFU. The lens when delivered into the eye was torn, this could indicate that the lens became trapped and that continued injection resulted in a damaged lens being implanted; however, root cause cannot be established from the limited evidence and information available.

Event description:
On 27th june 2025, rayner received notificaton from a healthcare facility in portugal of an event that occurred during use of a rayone galaxy rao605g. The event description provided states that immediately following implantation into the eye a tear was observed at the optic-haptic zone necessitating lens explantation and exchange.